Manufacturer narrative:
Additional information was received that the infection was not device related and it was unknown what caused it. It was also noted that nothing happened during the recent procedure. Date received by manufacturer: 09/12/2016.

Event description:
A report was received that the patient had an infection at upper incision site. Symptoms were fever and drainage. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. It was believed that the infection was not device related.

Manufacturer narrative:
Correction to the initial MDR in report date and date received by manufacturer: 09/15/2016. Additional information was received that the infection was not device related and it was unknown what caused it. It was also noted that nothing happened during the recent procedure.

Event description:
A report was received that the patient had an infection at upper incision site. Symptoms were fever and drainage. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. It was believed that the infection was not device related.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32,50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at upper incision site. Symptoms were fever and drainage. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected. It was believed that the infection was not device related.